Manufacturer narrative:
(B)(4) the results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2013, an aortic valve replacement (avr) was performed for the treatment of aortic valve stenosis and this 19mm trifecta valve was implanted. Prior to avr, concomitant sinus of valsalva reconstruction with a patch was performed. Following discharge, the patient followed up regularly and the course was uneventful. On (B)(6) 2016, the patient presented to the hospital with chest pain. An echocardiogram revealed moderate aortic regurgitation (ar)which was reported to worsen over the day and was suspected to have been caused by a torn cusp which was observed on echo. On (B)(6) 2016, the patient developed renal failure, cardiogenic shock and the patient's condition deteriorated. Due to the patient's advanced age, surgery was not an option and the patient expired (B)(6) 2016 secondary to cardiogenic shock. An autopsy was not conducted and the reported valve was not explanted from the patient's body.